Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that resulted in double and triple counting of wide qrs and t waves. The patient was seen at a hospital, but no programming changes were made at that time. At the follow-up visit a week later, there were additional episodes of noise causing the s-ICD to charge, but no additional inappropriate therapy was delivered. The patient was seen by a field representative the following day where the noise was able to be reproduced easily in all three sensing vectors. Therapy was programmed off in the s-ICD due to concerns over an electrode fracture. Technical services (ts) was consulted and discussed the findings. It was noted the x-ray image that had been taken was not of good quality and additional images were requested. Ts discussed further troubleshooting options and indications for a revision procedure. The patient was hospitalized due to therapy programmed off. Another x-ray was performed with no issues being noted. A revision procedure was performed shortly after. During the procedure a fracture was not visualized and the cause of the noise oversensing was unable to be determined. Subsequently the physician explanted both the s-ICD and electrode. Due to a change in the patient's indication for implant, a cardiac resynchronization therapy defibrillator (crt-d) will be implanted at a later date.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 70 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curve. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that resulted in double and triple counting of wide qrs and t waves. The patient was seen at a hospital, but no programming changes were made at that time. At the follow-up visit a week later, there were additional episodes of noise causing the s-ICD to charge, but no additional inappropriate therapy was delivered. The patient was seen by a field representative the following day where the noise was able to be reproduced easily in all three sensing vectors. Therapy was programmed off in the s-ICD due to concerns over an electrode fracture. Technical services (ts) was consulted and discussed the findings. It was noted the x-ray image that had been taken was not of good quality and additional images were requested. Ts discussed further troubleshooting options and indications for a revision procedure. The patient was hospitalized due to therapy programmed off. Another x-ray was performed with no issues being noted. A revision procedure was performed shortly after. During the procedure a fracture was not visualized and the cause of the noise oversensing was unable to be determined. Subsequently the physician explanted both the s-ICD and electrode. Due to a change in the patient's indication for implant, a cardiac resynchronization therapy defibrillator (crt-d) will be implanted at a later date.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.